Event description:
It was reported that they have a problem with balloon inflation, used 3 different kits and was not inflating (lot #nghz0959, lot #nghy2961, lot #unk) or deflating (lot #nghz0959, lot #nghy2961, lot #unk) leakage also mentioned (lot #nghz0959, lot #nghy2961, lot #unk). It was used on a patient, and they made 3 attempts.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inappropriate adhesive (poor adhesion between materials)". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "a. Confirm the irrigation line is clear by attaching a luer lock syringe to the clear irrigation port (labeled ¿irrig¿) and flushing the system with water. B. Locate the tube clamp and place near the patient. (The tube clamp comes pre-attached to the piston valve hanger string.) C. Attach a luer lock syringe with the medication to be delivered (dosage as indicated and as prescribed by the treating physician) to the clear irrigation port (labeled ¿irrig¿). Elevate the drainage tubing to facilitate medication retention and infuse the prescribed amount of medication. To ensure delivery of medication into the rectum, immediately flush the irrigation line with at least 10 ml of water (or volume per physician's orders). Note: some medication will reside between the clamp and the device opening. D. Slide the tube clamp onto the drainage tube until the drainage tube contacts the hinge (figure 9). Position the tube clamp as close to the patient¿s buttocks as possible without touching the patient¿s skin. E. Using two hands to facilitate ease of closure, place thumb on thumb to snap the tube clamp shut (figure 10). Ensure the patient does not lie on the tube clamp. If the clamp is difficult to close or excessive leakage of medication is observed, reposition the tube clamp on the drainage tube. F. Dispose of the syringe according to institutional policy. G. After the prescribed dwell time, remove the tube clamp and reattach to the piston valve hanger string. Verify unobstructed flow from the patient into the collection bag. Precautions: patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. Potential adverse events: as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device, loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction, pressure necrosis of rectal or anal mucosa, infection, bowel obstruction". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a problem with balloon inflation, used 3 different kits and was not inflating (lot #nghz0959, lot #nghy2961, lot #unk) or deflating (lot #nghz0959, lot #nghy2961, lot #unk) leakage also mentioned (lot #nghz0959, lot #nghy2961, lot #unk). It was used on a patient, and they made 3 attempts.